Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with possible over-delivery anomaly and damage in pump. The customer reported blood glucose value of 34 mg/dl. The customer reported hypoglycemia, hypoglycemic shock and loss of consciousness which was treated with hospitalization overnight stay, intravenous insulin infusion and emergency medical services (ems)/ambulance/emergency room (ER) visit. The event involved product(s) mmt-386a, mmt-7040a, mmt-1884l, mmt-332a. Troubleshooting was performed and the customer was using the insulin pump and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. The customer would discontinue the use of the device. No product return is required for mmt-386a. No product return is required for mmt-7040a. Mmt-1884l was requested and the customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The passed tone test and vibration test during self-test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Possible over delivery anomaly not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was calibrated with a test bg value of 90 mg/dl. The pump properly alarmed alert on low with audio tones on the pump's home screen. No absence of alarm noted during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below pertaining to the primary svn 000318637928 and event date 13-nov-2024. Please see below for the bolus listed on the event date 13-nov-2024 in the pump history file. (B)(6)2024 05:47:19.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u) unable to verify customer's daily total of all insulin delivered surrounding the event date of 13-nov-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. Please see below for the usersuspended (2) listed on the event date 13-nov-2024 in the pump history file. (B)(6)2024 15:28:20.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 13-nov-2024 in the pump history file. (B)(6)2024 00:54:52.000 batteryremoved (55) (B)(6)2024 00:54:52.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 00:55:56.000 batteryinserted (44) (B)(6)2024 00:55:58.000 batteryremoved (55) (B)(6)2024 00:55:58.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 00:56:58.000 batteryinserted (44) (B)(6)2024 00:56:58.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6)2024 00:56:59.000 batteryremoved (55) (B)(6)2024 00:56:59.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 00:57:02.000 batteryinserted (44) (B)(6)2024 16:10:44.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 22:39:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 22:55:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6)2024 22:56:54.000 batteryremoved (55) (B)(6)2024 22:56:54.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 22:57:20.000 batteryinserted (44) (B)(6)2024 01:27:32.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 01:37:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 03:27:34.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 03:37:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 05:32:35.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 05:42:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) earliest power data available per the power management tool/detail trace file is on (B)(6)2024 5:05:57 am. There was no power data available for the date of (B)(6)2024. Unable to check power data for failed batt/battery failed alarm. However, during testing the test battery was removed and reinserted with no failed battery test alarm noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 90 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Failedbatttest (58) - unknown. Nodelivery (7) alarm - not confirmed. Lost sensor alert (780) - not confirmed. Sensor error alert - not confirmed. Please see below pertaining to svn (B)(4) and event date 08-nov-2024. There were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date 08-nov-2024 in the pump history file. The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was calibrated with a test bg value of 90 mg/dl. The pump properly alarmed alert on low with audio tones on the pump's home screen. No absence of alarm noted during testing. Audio/vibrate anomaly/absence of alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.